Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 1 additional aneurysm complaint is associated with the same patient for this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed that the event was definitely related to the study devices, procedure, and access circuit. Based on the instructions for use (IFU), the occurrence of aneurysm is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during a index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the outflow tract of the basilic vein of the av fistula. Approximately 5 months after the index procedure, reportedly there were aneurysmal segments in cephalic vein of the native fistula . The health care professional (hcp) reportedly attempted to bypass the aneurysmal segments with an interposition graft, but the intervention failed. Patient required additional access for further dialysis. The additional access was removed on (B)(6) 2018. The investigator assessed that the event was definitely related to the study devices, procedure, and access circuit. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2019-00048.